Manufacturer narrative:
The following fields have been updated with corrected information: b5. Describe event: it was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, foreign matter (coring) was found in twenty-four (24) samples. There was no health impact or consequences reported. D4. Medical device lot#: 3076438, d4. Medical device expiration date: 30-sep-2024, h4. Device manufacture date: 17-mar-2023. D4. Medical device lot#: 3353570, d4. Medical device expiration date: 30-jun-2025, h4. Device manufacture date: 19-dec-2023. Investigation summary: 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for coring was observed. 100 retention samples from each lot from bd inventory were visually inspected with no issues observed. Additionally, 10 retain samples from each lot were draw tested and no coring was observed in the samples tested. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode coring based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, foreign matter (coring) was found in twenty-four (24) patient samples. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube foreign matter(coring) was found in the tubes in an unspecified amount of patient samples. At least 10 patient samples were affected. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3291583. D4. Medical device expiration date: 30-apr-2025. H4. Device manufacture date: 18-oct-2023. Quantity: unspecified. D4. Medical device lot #: 3079438. D4. Medical device expiration date: 30-jun-2025. H4. Device manufacture date: 19-dec-2023. Quantity: unspecified. D4. Medical device lot #:3358570. D4. Medical device expiration date: 30-apr-2025. H4. Device manufacture date: 18-oct-2023. Quantity: unspecified. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.